Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was partially unresponsive when attempting to deliver a bolus. The customer's blood glucose level was 400 mg/dl. Customer was able to enter bolus request and continued using the pump for insulin therapy.